Event description:
Related manufacturer report number: 2017865-2023-11922 it was reported that non sustained right ventricular oversensing consistent with lead noise was observed on the implantable cardioverter defibrillator (ICD). Oversensing of myopotentials reproducible with deep breaths was observed. The low frequency attenuation filter was turned off. This helped with not seeing oversensing myopotentials. The patient tolerated the programming changes well. The patient was stable.